Event description:
It was reported that the procedure was to treat a moderately tortuous, heavily calcified and 90% stenosed distal right coronary artery. Multiple pre-dilatations were performed with a non-abbott balloon catheter up to 16 atmospheres. An attempt was made to cross the lesion with a 2.5 x 18 mm xience xpedition stent delivery system; however, the sds could not cross the lesion due to the calcification and the distal stent struts flared. When removing the device, resistance was met with the anatomy and the proximal stent struts flared. The procedure was successfully completed with a 2.5 x 15 mm xience xpedition. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.